Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. On the previous report, it was incorrectly reported that there was particulate in the air path after remediation. The correct allegation was that there was foam particulate still in the device after remediation. The device was returned to the manufacturer's product investigation laboratory for investigation and the customer complaint was confirmed.